Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation and backflow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10796814 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris versasafe extension set experienced disconnection. This is 1 of 2 related events. The following information was provided by the initial reporter: posted by user, intake on (B)(6) 2023 2:20:05 pm. Intake note: rn obtained piv and had started a blood transfusion. Orders received to retape the ett, as rt was positioning patient to retape, rt noticed the "slip-tip" had detached from the catheter hub. Also, to note, patient had received a bolus of an ordered sedation medication and it had not taken effect yet.

Event description:
It was reported that the bd alaris versasafe extension set experienced disconnection. This is 1 of 2 related events. The following information was provided by the initial reporter: posted by user, intake on (B)(6) 2023 2:20:05 pm. Intake note: rn obtained piv and had started a blood transfusion. Orders received to retape the ett, as rt was positioning patient to retape, rt noticed the "slip-tip" had detached from the catheter hub. Also, to note, patient had received a bolus of an ordered sedation medication and it had not taken effect yet.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.